Manufacturer narrative:
(B)(4). Only event year known: 2019. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: what were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos available? How many beads eroded? Where were the eroded beads positioned? Which best describes the device removal approach? Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date. Endoscopically removed the eroded beads & laparoscopically removed the device the same day. Endoscopically removed the entire device. Laparoscopically removed the entire device. Was the patient stented? What is the current condition of the patient? Response: no erosion! Patient had undefined pain - patient had before linx endoskop. Anti reflux treatment. In error in an endoskopie the counterplate from the esophyx was seen and were held for a part of linx. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain what is meant by, ¿in error in an endoskopie the counterplate from the esophyx was seen and were held for a part of linx.¿ was the device explanted on march 1 as originally reported? If yes, did the patient¿s pain and reflux resolve? Was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the pain and reflux begin?

Event description:
It was reported that the patient has occurred an erosion of the linx. The patient is fine so far and the linx will be explanted (B)(6) 2019 in an elective procedure. The linx was implanted (B)(6) 2018.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: it was not erosion! The patient probably had undefined pain and mistakenly considered the endoscopic esophyx counterplate (endoscopic anti-reflux treatment that the patient had multiple times before the linx) to be part of the linx.